Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2018 with the following findings:.1 unable to duplicate blank screen , pump cover was removed moisture corrosion was found on pcb components of display, keypad and force sensor components (reference pi 1-13919844386 for mip . . During investigation, the pump powered up to a fully functional display. The blank screen complaint was unable to be duplicated during the investigation.